Event description:
The customer reported that during a nephrectomy, sealing was not completed although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 9:30 am, the patient obtained the blood glucose readings of 114 mg/dl and 135 mg/dl on the reported meter within 20 minutes of each other. The patient took no actions due to these readings. One hour later, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.